Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vertical sleeve gastroplasty. During stapling of the stomach, the stapler did not trigger the load. The stapler did not fire. The surgeon could press the green button and squeeze the handle. To complete the procedure, another stapler was used. No patient injury or extension in surgical time. Patient status is alive, no injury.